Manufacturer narrative:
. Section d6a: implant date: not applicable, as lens was removed in the initial surgery. Section d6b: explant date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged). Section h6 - medical device problem code - 3191: no code available (unspecified suspected product quality with patient involvement). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted and removed during implantation into the patient's eye. The cause is unknown and it is unknown if there was any patient injury. Surgery time was delayed. Incision was enlarged and sutures were required. Vitrectomy was performed and medication was prescribed. Surgery completed successfully with patient reported as fully recovered with no impact to vision. Vision pre-operative: 3/60 and vision post-operative: 6/12. No further information available.